Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on the complaint date, the patient¿s blood glucose (bg) was over 200 mg/dl but below 500 mg/dl with no associated symptoms reported. It was reported that the patient was treated at the medical center by medical professionals with un-specified treatments. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was an intermittent power issue with the pump. Reportedly, the battery compartment was cracked and there was evidence of moisture/corrosion inside the compartment. This complaint is being reported because the patient experienced hyperglycemia that required medical attention and the event was related to an alleged intermittent power issue due to a damaged battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.